Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The software was reloaded. No report of patient involvement. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system failure. There was no report of patient involvement.